Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast surgery with an unspecified mentor breast prosthesis developed capsular contracture in one of her breasts post implantation. As a result, the patient underwent explantation and replacement with an unspecified mentor breast prosthesis on an unknown date. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable. The patient reported that she suffered from capsular contracture from three different mentor breast prostheses. This report is for the patient¿s 2nd capsular contracture event. Refer to manufacturer report number 1645337-2023-14214 for the patient¿s 1st capsular contracture event and refer to manufacturer report number 1645337-2023-14112 for the patient¿s 3rd capsular contracture event.